Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit. The technician confirmed the problem and found a detached main side actuator responsible for failure. The technician attached the actuator to the 3-way valve so the unit can circulate the water above 20°c. Performed functional tests and verified the unit to factory specifications. All tests were executed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the main (patient) side of unit could not circulate warm water above 20 deg. C. Ice block melts very quickly. Additional information: there were no patient involved. (B)(4).